Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh as implanted concurrently with removal of previous mesh, rso and peritoneal biopsies due to sui. It was reported that following insertion the patient experienced urinary and bowel problems, recurrence, bleeding and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and sparc was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent transurethral coaptite injections due to stress urinary incontinence and history of sling urethral mesh erosion on (B)(6) 2014 it was reported that patient underwent anesthetic cystourethroscopy and transurethral coaptite injections due to stress incontinence on (B)(6) 2014. It was reported that patient underwent a laparoscopic assisted sigmoidectomy, low anterior resection and mobilization of splenic flexure due to diverticulitis on (B)(6) 2014. It was reported that patient underwent posterior colporrhaphy, harvesting of rectus fascia graft, rectus fascia pubovaginal sling, cystourethroscopy and transection and removal of part of urethral band due to sui, history of mesh sling, erosion into the urethra, coaptite injections with persistent stress incontinence and pop on (B)(6) 2015. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to.FDA: (B)(4) 2017.